Event description:
(B)(6) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant. Post-operatively on the same day, cyanosis was noted along with hypotension and systolic pressures in the 70s. A decision was made to administer intravenous push (ivp) of neo-synephrine but the patient symptoms did not resolve. A chest x-ray noted pulmonary edema. Patient was started on levophed at 2 mcg/min and blood pressure symptoms improved. The patient was admitted to step-down unit (sdu) overnight for observation. On 12 march 2025, the following morning the patient reported improved symptoms with less shortness of breath. The patient status was reported discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.